Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a cystoscopy with urethral calibration, trans-obturator tape and pub-vesical sling procedures for the preoperative and postoperative diagnoses stress urinary incontinence performed on (B)(6) 2008. Operative diagnosis noted that the patient have gaping urethral meatus with descensus of the urethra and bladder neck. She had a small cystocele. The bladder mucosa showed no ulcers, polyps, tumors or other irregularities. The urethra was calibrated at the end of the procedure. The patient was then awakened and taken to the recovery room breathing on her own in satisfactory. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to november 24, 2008, the date the sling was implanted, as no event date was reported. This event was reported to boston scientific corporation legal by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(4).